Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient was diagnosed with a malignant tumor in the right lung, suspected to be non-small cell lung cancer with a tendency towards squamous cell carcinoma. On (B)(6) 2026 at 09:31, due to the patient¿s condition requiring anti-tumor therapy and intravenous treatment, a PICC line was inserted using a peripherally inserted central venous catheter (PICC) kit and accessories. During the procedure, the doctor observed a split at the tip of the micro-introducer within the peripherally inserted central venous catheter kit and accessories. The tip was immediately smoothed using a sterile blade and the device continued to be used. This did not cause any injury or harm to the patient, and the catheterization was successfully completed at 10:58. Following a five-hour observation period, the patient¿s PICC line was found to be functioning normally.